Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain with device use, subsequently resulting in permanent non use of the device. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed february 13, 2014.